Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted (B)(6) 2022. 5076-52 lead, (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to shortness of breath. The left ventricular (lv) lead exhibited possible high thresholds. The lv lead remains in use. No further patient complications have been reported as a result of this event.